Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to initiate the biometric identifier (bio ID) process and received an unable to authenticate error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. A technical support specialist (tss) consulted with a product support engineer (pse). The pse referred to a knowledge article (ka) ¿medstation es ¿ ad users cannot login with reason account already locked ¿ user is not valid - invalid extension grant¿ and found that there was a lockout time associated with the user. The tss shared this with the customer and informed that the solution was to upgrade to 1.7.4 update 4. The tss suggested the available options as outlined in the ka, shared three recommended work arounds and if none of the steps resolve the issue, the only remaining option was to wait for the account to automatically unlock after the system timeout period. The customer responded that, would wait for the next 1.11 upgrade that was being scheduled on the facility. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to initiate the biometric identifier (bio ID) process and received an unable to authenticate error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.